Event description:
In (B)(6) 2021 philips respironics had a level 1 recall on their CPAP machines. The machine my husband uses currently is on the list of recalls. I registered the machine on (B)(6) 2021. My husband has severe obstructive sleep apnea and requires the use of this machine in order to not die in his sleep. Since registering his machine I have called (B)(6) 2021, (B)(6) 2021, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 and (B)(6) 2023 to follow up on his replacement machine. Every phone call has been a promise to have a supervisor call me, promise that he should be expecting his replacement in two weeks, to today stating that they need his prescription/settings from his previous machine that was recalled 2 years ago. Today I called and notified them that we have had the app that was requested to download in order for them to retrieve the info they need to replace the recalled machine. The rep that I spoke with then told me that they have a system error and can't confirm anything and that someone again will call me back. I took it upon myself to login into the patient portal hoping to get more accurate info as that is what we are being steered to utilize for updated and info, and there is the same info that states they need me to download the app I already have or provide them with the ordering dr's info/prescription with a provided phone number. Well when attempting to call the provided number it's disconnected. I will attempt to try the other provided phone numbers again. Something needs to be done they are putting peoples lives at risk.